Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument on a patient. There was no patient information available at the time of this report.date time method inr unk unk I-stat 4.7 unk unk stago 3.5 based on the information available at the time there were no injuries associated with this event.